Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(4) 2018, that the customer¿s xhibit central station randomly reboots itself fairly frequently and recently has powered down completely and required a biomed to go to the site and turn it back on. There were no injuries reported in relation to this occurrence.

Manufacturer narrative:
Spacelabs has investigated this matter. The investigation consisted of system error logs as well as an examination of the device, upon return to manufacturer. The cause of the issue was identified through the error logs and confirmed on the actual device. The solid state drive (ssd) was found to have failed. The failed ssd has been replaced and proper performance of the central station has been verified. This repaired device will be returned to the customer. This report is complete and this particular issue is considered closed.